Event description:
Event description: it was reported that a clot had formed on the farawave¿ pfa catheter after about two ablations had been completed. The clinical account specialist reported that the ultrasound catheter was centered on the farawave¿ pfa catheter and they noticed "something hanging off of" the farawave¿ pfa catheter by way of ultrasound. The clinical account specialist reported that the procedure was paused. The clinical account specialist reported that the physician was able to retract the farawave¿ pfa catheter back into the sheath. The clinical account specialist reported that the physician removed both the farawave¿ pfa catheter and sheath from the patient. The clinical account specialist reported that they were able to successfully remove the clot. The clinical account specialist reported that the procedure continued with no further issues. The clinical account specialist reported that the patient's act level was checked to ensure they were therapeutic. The clinical account specialist reported that they when the patient woke up, there were "no neuro deficits or any signs or symptoms of anything." The clinical account specialist reported that they had pre-mapped using the pentaray® nav eco catheter. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".